Manufacturer narrative:
Updated b2 outcomes attrib to adv event - disability or permanant damage. Device evaluated by manufacturer: the polarx catheter was returned and visually inspected, confirming balloon detachment at the distal end and the presence of blood inside the balloon. The outer balloon line was pressurized with a syringe, inflating the outer balloon and confirming no rupture and an intact bond between the inner and outer balloons. After outer balloon inflation, it was confirmed that all traces of blood were within the inner balloon, with the space between the inner and outer balloons free of blood. The catheter was then placed in water while the outer balloon remained pressurized, and no leak paths were detected between the inner and outer balloons. The guidewire lumen (gwl) section present beneath the balloons was checked and no signs of damage or missing components were found. Analysis found a scar region left behind on the gwl cap from the bonding process and subsequent separation of the balloons from the gwl cap during the procedure. Functional testing was performed on the polarx device to replicate the blood detection error reported in the field. The catheter intermittently connected to the console. Traces of blood and crystallization were found on the printed circuit board (pcb) in the catheter handle, including blood in the inner balloon line connected to the pressure gauge transducer. Upon successful connection, the polarx triggered a blood detection error, likely due to dried blood on the inner balloon blood detect wires and excessive blood in the manifold where another set of blood detect wires is located. Further inspection revealed un-reflowed solder paste at the blood detect wire connection points on the pcb board, including solder paste beads suspended in adhesive. An unattached wire segment was also found on the board, unconnected to any component. All expected wires were present and undamaged, and the origin of the unattached wire segment is unknown. It remains uncertain whether the un-reflowed solder paste or unattached wire segment contributed to the intermittent catheter-console connection, or influenced the functionality of the blood detection system.

Event description:
It was reported that a balloon rupture occurred resulting in patient injury. During a cryoablation procedure to treat atrial fibrillation (af), a polarx fit catheter was selected for use. The polarx fit catheter was prepared normally without incident. The patient was under deep sedation when the polarx fit was advanced. No issues were observed with the left side veins. It was noted that the right inferior pulmonary vein (ripv) was challenging to occlude. The physician decided to move to the right superior pulmonary vein (rspv) which was isolated, and no issues noted. The polarx fit moved back to rspv which had a posterior takeoff, making occlusion difficult. During the fourth ablation within the right inferior pulmonary vein (ripv) the patients blood pressure dropped with systolic bp of 60mmhg. A decrease in the bispectral index monitoring and diffuse st-elevation was noted. It was observed that the polarx fit balloon had deflated; the console continued to indicate ablation in progress. Shortly afterwards, an error appeared on the console detecting blood in the catheter. Blood was visible in the gas cable. No air or gas was observed on echo or under fluoroscopy. The polarx fit was retracted from the patient, and it was observed that the catheter balloon was filled with blood and both the inner and outer balloon had ruptured. Nitroglycerin and inotropes was administered to the patient. The patient improved within five minutes. The catheter was replaced with another polarx fit catheter, and the ripv was successfully ablated. Post procedure the patient had issues awakening and was transferred and admitted to the intensive care unit. A computed tomography (CT) scan was performed and did not reveal any foreign bodies or evidence of emboli. Incidental findings of severe right proximal vertebral artery stenosis were noted. There was no correlation of CT scan findings with the patients symptoms. Ejection fraction was reported as normal post procedure. The patient was subsequently transferred to an outside facility for hyperbaric treatment. Four sessions of hyperbaric treatment were performed. The patient has improved with left leg paresis still present. No cognitive deficits noted. The physicians hypothesis was that hypotension from the event combined with previously unknown vertebral artery stenosis led to hypoperfusion causing prolonged neurological symptoms. The patient is expected to fully recover. It was further reported that the patient is currently in a revalidation facility, with one sided partial paresis of lower extremities. The patient struggles mentally from the understanding that they will likely not fully recover from the event.

Event description:
It was reported that a balloon rupture occurred resulting in patient injury. During a cryoablation procedure to treat atrial fibrillation (af), a polarx fit catheter was selected for use. The polarx fit catheter was prepared normally without incident. The patient was under deep sedation when the polarx fit was advanced. No issues were observed with the left side veins. It was noted that the right inferior pulmonary vein (ripv) was challenging to occlude. The physician decided to move to the right superior pulmonary vein (rspv) which was isolated, and no issues noted. The polarx fit moved back to rspv which had a posterior takeoff, making occlusion difficult. During the fourth ablation within the right inferior pulmonary vein (ripv) the patients blood pressure dropped with systolic bp of 60mmhg. A decrease in the bispectral index monitoring and diffuse st-elevation was noted. It was observed that the polarx fit balloon had deflated; the console continued to indicate ablation in progress. Shortly afterwards, an error appeared on the console detecting blood in the catheter. Blood was visible in the gas cable. No air or gas was observed on echo or under fluoroscopy. The polarx fit was retracted from the patient, and it was observed that the catheter balloon was filled with blood and both the inner and outer balloon had ruptured. Nitroglycerin and inotropes was administered to the patient. The patient improved within five minutes. The catheter was replaced with another polarx fit catheter, and the ripv was successfully ablated. Post procedure the patient had issues awakening and was transferred and admitted to the intensive care unit. A computed tomography (CT) scan was performed and did not reveal any foreign bodies or evidence of emboli. Incidental findings of severe right proximal vertebral artery stenosis were noted. There was no correlation of CT scan findings with the patients symptoms. Ejection fraction was reported as normal post procedure. The patient was subsequently transferred to an outside facility for hyperbaric treatment. Four sessions of hyperbaric treatment were performed. The patient has improved with left leg paresis still present. No cognitive deficits noted. The physicians hypothesis was that hypotension from the event combined with previously unknown vertebral artery stenosis led to hypoperfusion causing prolonged neurological symptoms. The patient is expected to fully recover. It was further reported that the patient is currently in a revalidation facility, with one sided partial paresis of lower extremities. The patient struggles mentally from the understanding that they will likely not fully recover from the event.

Manufacturer narrative:
Corrections to sections h6. Component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes device evaluated by manufacturer: the polarx catheter was returned and visually inspected, confirming balloon detachment at the distal end and the presence of blood inside the balloon. The outer balloon line was pressurized with a syringe, inflating the outer balloon and confirming no rupture and an intact bond between the inner and outer balloons. After outer balloon inflation, it was confirmed that all traces of blood were within the inner balloon, with the space between the inner and outer balloons free of blood. The catheter was then placed in water while the outer balloon remained pressurized, and no leak paths were detected between the inner and outer balloons. The guidewire lumen (gwl) section present beneath the balloons was checked and no signs of damage or missing components were found. Analysis found a scar region left behind on the gwl cap from the bonding process and subsequent separation of the balloons from the gwl cap during the procedure. Functional testing was performed on the polarx device to replicate the blood detection error reported in the field. The catheter intermittently connected to the console. Traces of blood and crystallization were found on the printed circuit board (pcb) in the catheter handle, including blood in the inner balloon line connected to the pressure gauge transducer. Upon successful connection, the polarx triggered a blood detection error, likely due to dried blood on the inner balloon blood detect wires and excessive blood in the manifold where another set of blood detect wires is located. Further inspection revealed un-reflowed solder paste at the blood detect wire connection points on the pcb board, including solder paste beads suspended in adhesive. An unattached wire segment was also found on the board, unconnected to any component. All expected wires were present and undamaged, and the origin of the unattached wire segment is unknown. It remains uncertain whether the un-reflowed solder paste or unattached wire segment contributed to the intermittent catheter-console connection, or influenced the functionality of the blood detection system.

Event description:
It was reported that a balloon rupture occurred resulting in patient injury. During a cryoablation procedure to treat atrial fibrillation (af), a polarx fit catheter was selected for use. The polarx fit catheter was prepared normally without incident. The patient was under deep sedation when the polarx fit was advanced. No issues were observed with the left side veins. It was noted that the right inferior pulmonary vein (ripv) was challenging to occlude. The physician decided to move to the right superior pulmonary vein (rspv) which was isolated, and no issues noted. The polarx fit moved back to rspv which had a posterior takeoff, making occlusion difficult. During the fourth ablation within the right inferior pulmonary vein (ripv) the patients blood pressure dropped with systolic bp of 60mmhg. A decrease in the bispectral index monitoring and diffuse st-elevation was noted. It was observed that the polarx fit balloon had deflated; the console continued to indicate ablation in progress. Shortly afterwards, an error appeared on the console detecting blood in the catheter. Blood was visible in the gas cable. No air or gas was observed on echo or under fluoroscopy. The polarx fit was retracted from the patient, and it was observed that the catheter balloon was filled with blood and both the inner and outer balloon had ruptured. Nitroglycerin and inotropes was administered to the patient. The patient improved within five minutes. The catheter was replaced with another polarx fit catheter, and the ripv was successfully ablated. Post procedure the patient had issues awakening and was transferred and admitted to the intensive care unit. A computed tomography (CT) scan was performed and did not reveal any foreign bodies or evidence of emboli. Incidental findings of severe right proximal vertebral artery stenosis were noted. There was no correlation of CT scan findings with the patients symptoms. Ejection fraction was reported as normal post procedure. The patient was subsequently transferred to an outside facility for hyperbaric treatment. Four sessions of hyperbaric treatment were performed. The patient has improved with left leg paresis still present. No cognitive deficits noted. The physicians hypothesis was that hypotension from the event combined with previously unknown vertebral artery stenosis led to hypoperfusion causing prolonged neurological symptoms. The patient is expected to fully recover.